Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy for a ventricular arrhythmia resulting in an alert in the remote home monitoring system. A single burst of atp successfully terminated the arrhythmia. Review of the stored episode noted the device exhibited occasional farfield r-wave oversensing on the atrial channel throughout the episode. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.